Manufacturer narrative:
Concomitant medical devices: model: 37713, pain stim ipg; implanted: (B)(6) 2013, model: 377760, pain stim lead; implanted: (B)(6) 2005, model: 377745, pain stim lead; implanted: (B)(6) 2005, model: 3708120, neuro extension; implanted: (B)(6) 2005, model: 37754, neuro recharger, model: 37754, neuro programmer.

Event description:
It was reported by the patient that they were feeling dizzy and their heart rate "was going down to 30 bpm." The patient was advised to contact their physician regarding their symptoms. Follow-up indicated that the patient had been lost to follow-up and when presented the patient's device was unable to be interrogated due to battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.